Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
.

Event description:
According to the reporter: nine (9) weeks following a total laparoscopic hysterectomy, vaginal cuff closure the patient experienced a dehiscence after a fall. The patient states she did not have intercourse.

Event description:
Additional information: the patient is recovering and stable. A reoperation had been performed to close the cuff vaginally. As a result of the problem, the vaginal cuff "popped" open. No other signs of stress, damage, irritation, granular tissue etc. There were no other complications.